Event description:
Healthcare providers (hcp) were transferring a patient from gurney to the omega v table when the table moved. Three hcp's reported minor injuries when preventing the patient from falling. The pt was not injured.